Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-08620. It was reported that the rotawire fracture occurred. A 90% stenosed target lesion was located in the severely calcified vessel. A 1.25mm rotalink burr and a rotawire were selected for use. During procedure, upon testing outside the patient's body, the rotalink burr reached the maximum speed of 300,000rpm. The rotational speed was changed by stepping the foot pedal instead of adjusting the speed knob. The speed was then cut from high speed to low speed. The rotawire was then noted to be fractured and damaged. A new rotawire were used but difficulty in loading the wire was encountered. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that this complaint is a duplicate to MDR ID: 2134265-2017-08451.